Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The complainant reported a patient with known cardiac history and end-stage renal disease (esrd) was implanted with an impella rp flex device for mechanical circulatory support. While on support, there was a diagnosis made of heparin induced thrombocytopenia (hit) that prompted heparin removal from systemic IV, the purge was not running with heparin but rather sodium bicarb. The pump supported for 4 days and then the patient expired from care.